Event description:
The customer's mother loaded 200 units of insulin during a load process, but the pump stops at 9.8 units during the fill tubing steps. When she attempts to continue forward, the pump says that at least 50 units of insulin are needed to be loaded. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.